Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled device change out procedure, the right atrial lead was noted to have dislodged. During clinic visits the lead had exhibited chronic poor sensing and high thresholds. The physician elected to cap and replace the lead during the procedure. The patient was in stable condition post surgery.